Event description:
Healthcare professional reported that approx 6 weeks after injection with juvederm voluma xc in the cheeks, the pt experienced "hard calcium deposits in every point of injection in the cheeks," and "bumps that look almost like granulomas." The pt was concomitantly injected with juvederm ultra plus xc in the lips. There were no symptoms associated with the juvederm ultra plus xc. Hyaluronidase was injected into some of the nodules and not others, and the healthcare professional massaged all areas. The hyaluronidase seemed to help the nodules and so more hyaluronidase was repeatedly injected, symptoms are ongoing.

Manufacturer narrative:
(B)(4) . Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of hard calcified deposits and "bumps that almost look like granulomas" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.